Event description:
The customer contacted ameda via email on (B)(6) 2014 and stated that she's had a purely yours breast pump since (B)(6) 2014. She stated, "the suction seems to be decreasing no matter what I try, a pumping session can now take me 30-40 minutes since there is barely any suction to express milk. I have already had mastitis once from this." The customer reports a right breast mastitis (lateral area near axilla) immediately after starting back to work on (B)(6). She was treated with a 10 day course of bactrim with mastitis resolving well with medication, rest and nursing.

Manufacturer narrative:
On (B)(4) 2014, a replacement pump was sent to the customer. The customer returned the pump with the reported problem on (B)(6) 2014. Product was evaluated for the reported suction problem. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.